Manufacturer narrative:
The device was returned to a zoll approved service provider; the customer's report was observed during review of the device's activity log. The device was put through extensive testing including functional stress testing without duplicating the report. The flow screens were replaced as a pre-caution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self check failure -1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.